Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) had a system error (se)2267 (air in the set) alarm. The hp and bags were connected at the time of the alarm. The technical service representative (tsr) had the hp close the transfer set and clamps and cycle the power off/on to clear the alarm. The tsr reviewed the alarm log. There was a system error 2267. The tsr explained the alarm. The hp would let the registered nurse (rn) know about the air detected alarm. The hp would complete therapy manually. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn was unaware of the reported alarm. The pdrn stated that the hp did not have any medical issues or injuries related to the alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2267 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The assignable cause for the reported problem was undetermined.